Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same fingerstick. Rptr's results were 70, 148 and 120 mg/dl. Rptr did not have any symptoms. On follow-up, the rptr tests every other day; did not want to do a control solution test. No harm was alleged.